Event description:
Pump declared altitude alarm 21. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Insulin delivery was initially suspended due to the altitude alarm. Technical support instructed the customer to clean the speaker holes and reconnect the cartridge, which allowed insulin to resume after waiting five minutes. The alarm did not recur, and pump returned to normal operation. Tips for preventing altitude alarms were provided and acknowledged by the customer.